Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery to support a 87 year old male patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient had a history inclusive of coronary artery disease and diabetes. The cp was inserted supported the patient for over 6 days when it was weaned and explanted. During the support the device functioned as expected, p-4 with 2.5 l/min flow with d5w with sodium bicarbonate in the purge solution. After the pump was explanted the patient remained hospitalized, and 7 days after explant the patient condition deteriorated. The patient became less responsive, with bradycardia and echo imaging revealed an ejection fraction of 5-10%. Bilateral lower limbs were mottled. An arterial blood gas (abg) showed a ph of 7.07 and a potassium level of 5.7. The patient's pupils were fixed and dilated. No heart or breath sounds were detected after listening for 2 minutes. There were no radial or carotid pulsations, and no spontaneous movements of the arms or legs were observed. The patient was declared dead. The death is conservatively being reported on the cp due to the inability to conclusively dissociate the product from the patient outcome. The death did occur a week after explant in the patient with known cardiac history.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.